Manufacturer narrative:
Correction: section a1 should have been jb instead of kb in the initial report. This correction is reflected in this additional report 1.

Event description:
It was reported that the patient was experiencing ineffective therapy. As a result, the patient underwent surgical intervention on (B)(6) 2021 during which the lead was repositioned. Effective therapy was established post-operatively.

Manufacturer narrative:
Event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.